Event description:
A 71-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2026, novocure was notified that the patient had been hospitalized on (B)(6) 2026, due to a seizure. On (B)(6) 2026, the prescribing physician reported that the patient had no prior history of seizures. The patient was treated with brivaracetam for the event. The physician noted a change in the patient's condition, with worsening of the underlying disease. A causal relationship to device use could not be ruled out; however, it remained unclear and was considered likely minimal. Optune gio therapy was temporarily discontinued, with plans to resume therapy as scheduled.

Manufacturer narrative:
Novocure medical opinion is that this is a serious event related to the underlying disease (gbm), un-related to optune therapy. As the physician was unable to rule out a possible contribution of optune gio therapy to the event, novocure is reporting out of an abundance of caution. Seizure is an expected event with optune gio device use (ef-11 9% and 22% ef-14 optune arm). Seizures are a known complication of gbm and have been reported as the presentation symptom in 27% of cases. During the course of the disease, 51% of patients will experience seizures (clin neurol neurosurg. 2015; 139:166-171).